Manufacturer narrative:
Section d4 catalog number was corrected. Section d1 brand name corrected. H6 component codes were added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had an impella rp flex (and cp and ECMO) implanted to support a patient admitted for st elevated myocardial infarction and concerns of microvascular decompression and a ventricular septal defect. The patient developed hematuria that prompted p level adjustment and echo imaging for pump positioning. The team explanted the impella rp flex and biomaterial was observed on the pump. The patient remained on ECMO and impella cp support.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The returned product was investigated. Biomaterial was seen in the outflow cage. No biomaterial was seen around the impeller blades. No other abnormalities were seen. Thrombosis : clinical details mention that a tissue was found on the tip of rp flex proximal to the pigtail on the distal end of the outflow cage upon explant. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria : according to clinical details, the care team was aware of the hematuria in the patient during impella support. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.